Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the defective pneumatic module assembly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. It was later reported that the issue occurred while using a test balloon and upon initiation of a second autofill, the intra-aortic balloon (iab) fills and pumps for thirty (30) seconds then gradually loses augmentation followed by a low vacuum alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.